Manufacturer narrative:
On 07-jan-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail stating the 'clip' mechanism holding the head onto the motor body had failed completely, and now the two parts had to be physically held together with a thumb to prevent separation in the mouth. No injury was reported. On (B)(6) 2021: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the 'clip' mechanism holding the head onto the motor body had failed completely, and now the two parts had to be physically held together with a thumb to prevent separation in the mouth. No injury was reported.